Event description:
A hospital reported to our distributor that a rt021 catheter mount did not have a suction port. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is also sold in the USA. Actual device involved was visually evaluated, including the photograph provided by the distributor. Results: the suction port could have been detached during the transportation and may still be in the packaging, which usually happened in the past. Conclusions: the presence or absence of the port, therefore, could not be confirmed as the device was not returned in its original packaging.